Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1600054 investigations did not show issues related to the complaint. The device has not been returned for investigation at his time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the end of surgery, the staples were not closing. The patient's condition was reported as unknown at this time.